Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the testosterone medication leaked from the texium connector between the green and white binding pieces during administration to a patient. No visible crack and no patient harmed.

Manufacturer narrative:
The customer¿s report of a texium connector leaking during medication administration via syringe was confirmed. Visual inspection of the syringe and connector noted 2 small cracks opposite each other along the length and rim of the texium¿s white fla body. Examination under magnification of the syringe revealed multiple vertical cracks through the threads surrounding the syringe tip. Functional and pressure testing confirmed leaking from the 2 cracks observed on the texium. The cause of the leak was determined to be 2 cracks in the female luer body of the connector. The root cause of the damage to the connector was not determined.

Event description:
The customer reported that the testosterone 200mg/1ml medication leaked from the texium connector between the green and white binding pieces during administration to a patient. As a result of the leak, the patient did not receive the full dose of testosterone. There was no visible crack noted, and no patient harm.